Manufacturer narrative:
The handpiece has not been yet returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus received a medwatch report (B)(4) which stated the following, "while the doctor was using the thunderbeat, half way through the case, the teflon pad melted on the tips of the device and it would not work. The procedure was completed with another device and the procedure continued without incident." Olympus followed up with the user facility to obtain additional information regarding the report but with no results.